Event description:
It was reported that the during pulse generator change out the setscrew would not release the ventricular lead. As advised by technical services mineral oil and remove grommet were applied and the screw was able to release the lead with no apparent damage to the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly could not be verified in the laboratory. Examination of the device did not find any damage to the threads on v tip connector block. A complete analysis was not able to be performed due to set screw was not returned.